Event description:
Pump failing to alarm when feeding bag is empty and continues to pump air into patient and/or pump states it is running but nothing is being infused. There have been no reported patient injuries or harm that we are aware of.